Manufacturer narrative:
Additional information received at smiths medical 04-aug-2021: no patient involvement. Discovered during bench test. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched screen and a bubbled dso (downstream occlusion) sensor seal.. The customer stated problem was duplicated and confirmed. A cassette was attached and testing could not be completed due to "cassette" alarm. The downstream sensor was bubbled and it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited a cassette not attached issue. No adverse effects were reported.